Event description:
Information received notes that when the patient was in for a scheduled visit she stated that she had been passing out recently. The patient was in atrial fibrillation and the device was programmed to vvir. The device could not be interrogated until evvi was pressed. Then dashes (---) were displayed for mode and rate. In addition, holter monitoring identified oversensing and failure to pace.